Event description:
It was reported the camera head had the light not going through camera during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code (e244) and a leak. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction error code (e244) was due to faulty cable and connector. Additionally, leak was observed due to cracked gold pin and cover holder. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.